Event description:
After several attempts to position the needle, the tines where opened in the tumor, but the generator displayed a "op" error message on 1 of the thermocouples "bad connection". After the probe was withdrawn, we noticed that one tine was missing. We guess it remains in the pt, but we have no confirmation at CT.